Event description:
It was reported that during an unknown procedure the device was misfired. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/15/2023 d4; batch # 635a54 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the tcr55 reload was received with no apparent damage and with the proximal 2 drivers up without staples and the remaining drivers down with staples present. The returned reload had the swing tab in the unlocked position. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. As it is possible that the firing knob was not returned to its home position while loading the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 635a54, and no non-conformances were identified. Additional information was requested, and the following was obtained: . Could you please confirm if there are additional photos available? We received 5 files notification , however, we just receive 2 files. ¿ no only 2. Please provide more details for each device "device got misfired"?: yes. Did the device staple?: misfired. If the device stapled, was the staple line complete?: no. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)?: irregular. Did the device cut?: yes. If the device cut, was the cut line complete?: yes. Were the cut line and staple lines equal?: yes. Was the device fired across a staple line?: yes. Did the reload lock out and would not work?: yes. Did the reload begin to staple and cut, but then jammed?: yes. Did the device staple, but there was no cut line?: no. How was the procedure completed?: yes.